Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to a company representative that there "are vollure and volbella granulomas." Biopsy of the granuloma was not provided. Healthcare professional further specified that another healthcare professional had "almost 50 granulomas reported by patients over the last few months." It was unspecified how many were injected with vollure and volbella. This is for the same event reported under MDR ID # 3005113652-2020-00699 (allergan (B)(4)). This MDR is being submitted for juvéderm vollure¿ xc.